Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that after first gaining transseptal access, the physician had noticed that there was a small pericardial effusion on ice. The caller reported that the procedure was continued as normal while monitoring the patient. The caller the reported that towards the end of the procedure, "45 minutes in," it was noticed that the pericardial effusion had grown in size on ice. The caller reported that no medical intervention has been provided to the patient at this time. The caller reported that the patient is in stable condition at this time. No fse follow up or service has been requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).